Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during patient use. Reportedly, the customer replaced the breath delivery (bd) central processing unit (cpu). The covidien customer service engineer (cse) updated the software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).